Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. The product sample was received within a generic plastic bag. It consisted of a palindrome 19/36 kit w/slot catheter. After visual inspection, signs of use were identified, but no defects were encountered on the device. During functional testing, (underwater test), no bubbles were identified. As per the instructions for use (IFU), it is necessary to perform a visual inspection before operating the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The dwell time of the catheter was not provided, however, based on the event description, the reported issue was noticed during use. Additionally, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. Based on all gathered information, it can be concluded that more likely, the device could be damaged during the medical procedure. A product defect has not been confirmed in the sample provided. The most probable root cause could be that the leak could be caused due to excessive force or due to an inappropriate use of cleaning agents. The lot involved with this event was manufactured on 09/13/12, before the implementation date of actions related to a corrective and preventive action (CAPA). After evaluation, it was defined that this event is addressed by this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states the doctor found that there was blood oozing under the y junction. Dialysis was halted and a new catheter was implanted. The product was tested prior to use.